Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer resumed insulin delivery without any further alarms. The customer's blood glucose level was 200 mg/dl. Tandem technical support was unable to perform a system check as the contact did not have the pump present at the time of the call.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.